Event description:
It was reported that a pacemaker magnet was placed on the patient's device to inhibit tachy detection, during the procedure the patient received shock twice. It was assumed that there had been inappropriate placement of the magnet. The patient's condition post procedure was stable.

Manufacturer narrative:
(B)(4).